Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 1, initial troponin t result 0.13, repeat less than 0.01 ng per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 6, initial troponin t result less than 0.01, repeat 0.05 ng per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 7, initial tsh result 1.440, repeat 3.410 uiu per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 8, initial troponin t result 0.02, repeat 0.15 ng per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 5, initial ckmb result 23.3, repeat 62.4 ng per ml; initial troponin t result 0.15, repeated both on (B)(6) 2009 giving 0.47 ng per ml both times.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 10, initial troponin t result 0.10, repeated both on (B)(6) 2009 giving less than 0.01 ng per ml both times.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 2, initial troponin t result 0.08, repeat less than 0.01 ng per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 3, initial troponin t result 0.07, repeat 0.26 ng per ml: iniital ckmb result 4.7, repeat 12.0 ng per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Patient 4, initial tsh result 6.520, repeat 12.820 uiu per ml.

Event description:
Customer states he sent 12 corrected patient reports involving troponin t, beta hcg, ckmb and tsh assays. Results for 10 of the patients were found to be discrepant. He thought there may have been one or more patients admitted from the emergency room to the hospital based on the initial troponin t results. He states he does not know if patients were adversely affected and he has no additional information on the patients. The samples were rerun on this analyzer after the field service representative completed his service. Repeat testing for the following samples occurred (B)(6) 2009. Initial beta hcg result 1457, repeat 7683 uiu per ml.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.

Manufacturer narrative:
The field service representative determined calcium build up in lines obstructed drain lines which caused the discrepancies. He cleared restriction and replaced syringe seals, cleaned syringe components and flushed drains. The field service representative advised customer to change water source to reduce excessive calcium build up. He performed calibrations and quality control to verify analyzer operation.